Manufacturer narrative:
H10: the used device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage did not reveal any defect. Priming revealed that the set worked according to requirements. The reported condition was not verified. The product was conforming. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clear-link system continue-flo solution set leaked from a pinhole in the connection port. This was observed during patient infusion with total parenteral nutrition (tpn). The tubing and fluids were replaced to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6).should additional relevant information become available, a supplemental report will be submitted.